Event description:
Event description guidant received information that a guide wire was implanted inside this left ventricular lead, in opposition with the instructions for use. After approximately one year, the guidewire broke and it was observed that the lead lost pacing function. The lead was successfully explanted and replaced. There were no adverse patient effects.